Manufacturer narrative:
Received 1 silicone catheter. The reported issue was confirmed; however the cause is unknown. Visual inspection noted the catheter was broken below the bifurcation area, it was also noted that the edges were jagged. Per dimensional evaluation the catheter shaft was found to be within specification. No others defects were observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).

Event description:
It was reported that while in use, a break was identified. Subsequently, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that while in use, a break was identified. Subsequently, the catheter was replaced.